Event description:
Information was received by distributor via the the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were difficulties to wake up the ins that went through a few weeks over discharge scenario. Further stated the ins was overdischarged for 3 months. The distributor tried several times to charge the device using the standard routine, trying several 10 minutes sequences without success. They were also instructed to deactivate and activate the device and perform new recharge cycles after reset. After several attempts the device didn't return to normal operation. They were going to try to recharge with a new recharger. Additional information was received. Regarding why the patient did not keep their ins charged, it was stated that the recharging system antenna presented a problem and the period to get a replacement device was long due to inventory constraints. It was attempted to recharge the patient¿s ins with two different recharging systems (97745 and 97755) without success. A new recharge system was provided to ensure the issue wasn¿t on the initial replacement kit. Several attempts to wake the ins were made, using all the provided troubleshooting options, like turning off the device after reset with the patient programmer. The cause of these issues wasn¿t defined, it was expected thar the device would resume to normal functioning after a short period of over discharge just by using the regular recharge routine. The device is superficial and even if should not impact the recharge routine it¿s not flipped within the pocke t. The issue has not resolved, a last round of recharging attempts will be made in order to finally define the need to replace the device. Information confirmed with physician / account.

Manufacturer narrative:
G2. Foreign: brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The ins was implanted on (B)(6) 2023. The last attempt at recharging with new external equipment, it was not possible to recharge the ins. It is being evaluated if / when the ins will be replaced. The patient remains in possession of the patient programmer and recharging antenna. The possibility to return the devices was not accessed while the treatment option is not defined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were expecting the patient to get an appointment with her physician to discuss and define the medical conduct. At this moment it was decided to not do any intervention, the spinal cord stimulation (scs) therapy will de discontinued, however the system will not be explanted. Despite unlikely, if at any moment the patient or the physician decide to move with the explant the device will be collected and sent to do analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins was replaced on (B)(6) 2025 and the issue was resolved. It was noted that the event led to or extended patient hospitalization; the patient needed to undergo a replacement procedure.

Event description:
Additional information was received. It was reported that the patient and the physician decided to pursue the ins replacement and as soon as the manufacturer representative (rep) gets a definite date they will provide it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the explant has not taken place yet. The physician did not define a date, the procedure should take place within the next two months.